Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve, the balloon to the 23mm commander delivery system (ds) burst during peak valve inflation. Per report, the valve was fully deployed, and blood was observed in the syringe. The ds was then withdrawn from the patient with no difficulties. The patient did not experience any injury and was in stable condition. No additional actions were taken.